Manufacturer narrative:
A steris service technician inspected the unit and found that one of the manifold spray arms was missing a spray nozzle allowing water to spray directly on the door subsequently causing the door to leak water. The technician inspected the door gasket which was found to be operating properly. The manifold subject of the reported event has been removed from service and the part will be replaced. The user facility is using another manifold until the manifold subject of the reported is repaired. During routine maintenance it appears that the user facility did not place the spray nozzle back on the spray arm. The operator manual (section 4.15) outlines proper cleaning procedures for the rotary spray arm assemblies on the manifold racks. The steris account manager will perform in-service training on the proper cleaning procedures.

Event description:
The user facility reported that their reliance vision multi-chamber washer/disinfector was leaking water. No injuries or procedural delays/cancellations were reported.

Manufacturer narrative:
Steris account manager attempted to schedule in-service training on the proper cleaning procedures for their equipment; however, the user facility declined.